Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called stated she called before and was giving how much time the implantable neurostimulator (ins) have and she like to get that information again. Patient stated the recharger (insr) antenna cord is damage and not working.

Event description:
It was reported that for about the past week, they were seeing a thermometer icon on the recharger screen. Patient reviewed the meaning of the screen in their manual and figured the antenna was too warm, so they moved to a cooler area with it, but the issue had not resolved. A request was sent to the repair department to replace the recharging antenna and the recharger corner cap, which they mentioned they lost when agent explained how to change the antenna out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37791, serial/lot #: unknown, ubd: 14-jan-2018, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.